Event description:
The customer reported via phone call that they were hospitalized two weeks prior from not receiving any insulin from their old insulin pump. The customer also reported a leak on the insulin pump. It was found the customer felt wetness around their waistband and noticed their blood glucose rising without any food consumed. Customer's current blood glucose was 270 mg/dl. The customer reported experiencing dry mouth from their blood glucose. Customer has treated their blood glucose with manual injections. Troubleshooting did not find any air bubbles present in the customer's tubing. Customer also stated the cannula was straight on their infusion set. The customer also stated their settings were correct on the insulin pump. It was also found the customer had a no delivery alarm previously. The insulin pump also passed a selftest during troubleshooting. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-60581.